Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated.   Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), ¿the edwards prima plus stentless bioprosthesis model 2500p is indicated for patients who require replacement of their native or prosthetic aortic valve using the subcoronary implantation technique.¿ edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of received medical records, edwards learned that a patient with a 21mm 2500p aortic stentless valve, implanted in the pulmonic position, underwent a balloon valvuloplasty successfully after an implant duration of six (6) years, one (1) month due to thickened leaflet, restricted leaflet motion, severe pulmonary stenosis, mild pulmonary regurgitation and calcification. Per the medical records, there was a sudden pop in a waist with maximal inflation of the 22mm diameter balloon. Angiography demonstrated a small posterior tear in the bioprosthetic valve, which was self-contained. The hemodynamics were stable, and the tear was observed with serial angiograms for 55 minutes, showing no progression or worsening. Hemodynamics showed excellent relief obstruction with ballooning only, with only mild-moderate pulmonary valve regurgitation. The patient did well postoperatively and was discharged home on pod #2.

Manufacturer narrative:
H11: corrected data: corrected section h6 (conclusions code).